Event description:
It was reported by the patient that she experienced a skin irritation at the electrode site. The patient who stated that the skin irritation was all over her body. The patient does not know what caused the irritation. The skin irritation started and the patient removed the electrodes. The patient never used the spinalpak device again. The patient stated that the skin irritation started on her stomach then it went to all over her body. The patient went to her primary care physician twice because the rash and the itching did not go away. The primary care physician prescribed a cream (patient cannot find the cream) and hydroxyzine 25mg twice a day. The irritation started to go away and came back. The patient was also using over the counter calamine and benadryl. The patient went to the ER for the skin irritation. The patient was given intravenous vein and hydroxyzine 25mg twice a day and levocetirizine 5mg once a day in addition to mometasone furoate 0.5mg gel to apply on the skin irritation. The skin irritation went away. The doctor at the ER told her that it could have been the electrodes. Last week the patient went to see the surgeon who told the patient not use and wait for the sales representative to call her. The patient called sales representative today and the patient stated that her skin is clear. The patient was told to change the electrodes once a week. The patient is going to do the time test with the 63b electrodes and will call back with an update after 5 days.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2023. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, g1: contact office and manufacturer site, g6: report type. Additional information - h4: device manufacture date, h6: impact code, method, h10: additional narrative, h11. H4: cover patch manufacture date is 31may2022, 72r electrode manufacture date is 30jun2022. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the patient that she expereinced a skin irritation at the electrode site. The patient who stated that the skin irritation was all over her body. The patient does not know what caused the irritation. The skin irritation started and the patient removed the electrodes. The patient never used the spinalpak device again. The patient stated that the skin irritation started on her stomach then it went to all over her body. The patient went to her primary care physician twice because the rash and the itching did not go away. The primary care physician prescribed a cream (patient cannot find the cream) and hydroxyzine 25mg twice a day. The irritation started to go away and came back. The patient was also using over the counter calamine and benadryl. The patient went to the ER for the skin irritation. The patient was given intravenous vein and hydroxyzine 25mg twice a day and levocetirizine 5mg once a day in addition to mometasone furoate 0.5mg gel to apply on the skin irritation. The skin irritation went away. The doctor at the ER told her that it could have been the electrodes. Last week the patient went to see the s urgeon who told the patient not use and wait for the sales representative to call her. The patient called sales representative today and the patient stated that her skin is clear. The patient was told to change the electrodes once a week. The patient is going to do the time test with the 63b electrodes and will call back with an update after 5 days. The 72r electrodes and cover patches were not returned for evaluation.